Event description:
It was reported by service report that the power cord to the wall outlet had insulation skinned off 4 inches in length showing the copper wire. No pt involvement or adverse consequences are reported.